Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was associated with a report of pacing inhibition from oversensing by a competitor's right ventricular (rv) lead. Lead impedance measurements were normal for both the shock and pace channels of the lead. A boston scientific field representative, a boston scientific technical services consultant (ts) and a technical services consultant from the competitor discussed adding a new rate/sense lead or an entire new rv lead, and the competitor's recommendation of replacing the entire lead for this model in these situations. The device subsequently was explanted and returned when the patient was upgraded to another manufacturer's cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
The representative was going to discuss options with the patient's physician. There was no report of adverse patient effects, and the device remains implanted and in service. This event will be updated if additional information is received. Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity expectations per programmed values. Microscopic visual inspections noted electrocautery marks in the device casing, all seal plugs were intact, and all setscrews moved freely and operated normally. Lead impedance testing was conducted with known electrical loads and the resulting measurements were normal. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Device analysis and testing could not confirm the clinical observations.